Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  had unexpected longevity. The ICD was explanted an d replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: performance data was collected from the device and analyzed. The time of recommended replacement time (rrt) was on (B)(6) 2013, when recommended replacement time (rrt) of 2.65 or less volts was reached. (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. The device met 94% ofexpected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.